Event description:
It was reported patient underwent a tibial fixation procedure on an unknown date. Subsequently, patient underwent a revision procedure for an unknown reason on an unknown date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; 510k number - unknown; manufacture date ¿ unknown.